Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to broken trace on b1 interface board. Unable to perform operating current test, unexpected error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The pump had minor scratched lcd window, cracked reservoir tube lip and broken off end cap .

Event description:
The customer reported via phone call that their insulin pump broke when it fell out of their pocket. The customer¿s blood glucose level was not provided at the time of the incident. Customer stated there were cracks and pieces missing at the bottom of the device near the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to broken trace on interface board. Unable to perform operating current test, unexpected alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Unit had minor scratched lcd window, cracked reservoir tube lip and broken off end cap .